Event description:
It was reported that during an open low anterior resection, the device loading the original cartridge could be fired without any problems when it was used on the oral side of the colon at the first firing. After that, the closing force was higher than expected when the anus side was resected with replacing the cartridge to cr40b. As a result, the fired staples were unformed and the target tissue was uncut. Some staples were attached to the anvil and the colon. The device had a difficulty in being removed from the patient. The staples were unformed as well when fired with replacing the cartridge to cr40g though the closing force was not higher than expected. The push rod came off the black part of the shaft. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged pushrod. The analysis results showed that the device was received with the pushrod bent and with three reloads present. The reloads were received fully fired; in addition, reloads (a) and (c) had some staples present in the washer. This condition is consistent with an improper loading technique. It is possible that the cartridge was removed and reinserted incorrectly on the device while the pushrod was not fully retracted, causing the cartridge to bend the pushrod while the cartridge was reloaded into the device and resulting in a misalignment of the anvil. No functional test could be performed due to the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.